Event description:
It was reported that the handpiece caused a saw blade to break prior to a surgical procedure. There was no pt involvement. There was no user injury, medical intervention, or any adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, the reported complaint was duplicated, however, the quality investigation is still in progress. Service will complete any necessary maintenance or repairs and then return the device to the customer. A follow-up report will be submitted after the quality investigation is complete.